Event description:
A customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the screen displayed an error message indicating that the device was going to turn off due to overheating and approximately two (2) seconds later, the system shut down. It was reported that the anesthesiologist had the blade placed in the patient's mouth when the message appeared and the system powered off. The procedure was completed using a manual laryngoscope. No delay in the procedure or harm to the patient was reported. Following the reported incident, the anesthesiologist reported that the monitor did not feel hot and the facility's biomedical engineering department was unable to replicate the reported issue.

Manufacturer narrative:
The customer declined the option to have their glidescope core 10-inch monitor returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported monitor serial number "cm192683" did not identify any previous complaints reported to verathon. Trending analysis for glidescope core monitors does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. To date, the subject device is not expected to be returned to verathon for evaluation. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.